Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon proceeded to use the cracked heartstring seal but the seal would not deploy out of the delivery tube into the aorta. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.